Event description:
Prior to procedure, the device was interrogated while still in its packaging. Upon interrogating the device it was observed to be in back up mode. A different device was implanted in the patient, the patient was stable with no adverse consequences.

Manufacturer narrative:
The device was confirmed in backup vvi when it was received. The device memory image was reviewed and the cause of bvvi was a parity error reset due to programming parameters during shipping. The parity error was not reproducible during temperature testing or during memory testing while in the lab. The device memory tested normal.